Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that there were air bubbles in the customer's reservoir during the second day of use. The patient's blood glucose at the time of incident was 13.0 mmol/l. The air bubble issue has been occuring for three weeks. No reservoirs were returned for analysis.